Event description:
It was reported that the harmonic ace curved shears insert instrument accessory jaw piece was missing/broken off during a da vinci hysterectomy procedure. A fragment fell into the patient and was retrieved. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. On (B)(4) 2014, intuitive surgical incorporated representative contacted the site to request additional information regarding the reported complaint. It was indicated that when the instrument was introduced, the surgeon grabbed tissue and the blade broke immediately. All fragments were retrieved using a lap grasper through the assistant port. There were no instrument collisions. No additional or larger incisions were made. No secondary procedure or post-operative tests were performed (x-ray, ultrasound) and no additional intervention was required. The patient recovered as planned.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the harmonic ace curved shears insert instrument accessory was broken. The blade was broken. A fragment of the blade was missing. The broken fragment was not returned with the instrument. Failure analysis concluded that the broken damage was likely due to mishandling/misuse. No other damage found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Based on the information provided, this complaint is being reported due to the following conclusions: a piece of the harmonic ace insert instrument accessory allegedly broke off into the patient and the fragment was retrieved with a lap grasper instrument during the same procedure. An x-ray was performed to confirm that no pieces were left inside the patient.